Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the device ablated for 32 seconds until the eapl light came on. The physician reseated the device and the light came on again after about 30 seconds. A second device was opened and inserted into the patient cavity. The second device failed cavity integrity assessment. After removing the second device from the patient, the physician viewed the cavity via hysteroscope and was able to visualize the colon through the left tubal ostia. A laparoscopy found a thermal injury to the colon. A colonoscopy was performed. No perforation to the colon is detected.